Manufacturer narrative:
Resmed has requested for the mask to be returned so that an engineering investigation can be performed. The mask has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that the exhalation port of an airfit f20 full face mask was allegedly faulty with the mask vent holes being allegedly blocked. It was reported that the patient was unable to exhale while using the mask and was experiencing morning headaches. No medical attention or treatment was sought and the patient reportedly continued therapy.